Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144, batch no: 8275945. Consumer reported found pen needles that clogged. Date of event: (B)(6) 2021.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320144, batch no: 8275945. Consumer reported, found pen needles that clogged. Date of event (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.